Manufacturer narrative:
IFU: implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks including thrombus, reoperation and death; all vad patients face risks. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by medical personnel that a patient experienced a stroke at a hospital and was transferred to a different hospital. At that time the pump parameters were reported as normal. The patient was to be sent home on (B)(6) 2015. The pump parameters were checked before discharging the patient to home. The pump showed an increase in power consumption, with increased hemolysis values and hemolytic urine. Lysis was started on (B)(6) 2015 and reported as not successful. The pump was exchanged on (B)(6) 2015. The pump will not be returned to the manufacturer for evaluation and analysis, but was examined by the site. (B)(6) 2015 site findings are stated as: suspected thrombus due to slightly increased power consumption. Retrospectively since 25 nov. Changing power consumption. Due to a slow power increase a lysis seems promising. Discussion: typical history and findings a small but thick thrombus cause's high hemolysis due to a bigger gap which causes a higher tertiary current is forced with higher shear stress. There are also sander marks and secondary thrombus. Unique is the thrombus, on the fibrin plaque, which was anchored on the inflow cannula. It seems to me (as often seen in the pathology), that the thrombus grew at the position between the sintered/non sintered surface. This might be the source for a thrombus which swam inside the pump.